Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. As a result of visual inspection, cracks were found in the main cabinet. Although no smoke was observed when the power was turned on, it was confirmed that it did not work. The cause of malfunction was a broken main pcboard assembly and related parts. Since there are cracks in the enclosure, it is presumed that the cause of this event was mechanical shock. At the customer's request, the product was returned without repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that smoke came out from the main unit. Event occurred before patient use while powering on. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.